Manufacturer narrative:
Date of report: 09sep2021. (B)(6).

Event description:
The customer reported that led light check alarm failure. It is unknown if the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and requested for service repair. Further information is pending.

Manufacturer narrative:
A quote for the replacement of lcd front and rear panel , button membrane and fan top cover was sent to the customer. The field service engineer confirmed the led light failed, the top cover and rear display were damaged. Replacement of the front panel resolved the alarm led failure. The top cover and the rear display panel were also replaced due to damage. Filters were also replaced. Although requested to be returned, the removed component was not received for evaluation at this time. If part is received and evaluated, an additional report will be submitted.